Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for non-malignant pain and chronic low back pain. It was reported that the patient¿s device was in overdischarge. The patient had a lead revision scheduled on the day of the report for better back coverage. The implantable neurostimulator (ins) was jump-started so that the battery did not have to be replaced. The issue was resolved at the time of the report. No further complications were reported or anticipated.